Manufacturer narrative:
Block b3: exact date unknown, event occurred ten weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 25748725, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. The explanted devices were not returned. No further information could be obtained despite good faith efforts.